Event description:
Customer reported that the companion 2 driver's air compressor cycles on event when the driver is connected to hospital wall air. The customer also reported that the companion 2 driver was supporting the patient as expected, and the patient is still being supported by this companion 2 driver. This alleged failure mode poses a low risk to the patient, because it does not have any effect on the companion 2 driver's ability to perform its life-sustaining functions. An investigation will be conducted by syncardia, and the results will be provided in a supplemental MDR.